Event description:
Eighteen year old pt had three mini anchors implanted in achilles surgery. After 8 months surgeon removed one of the anchors because of heel pain. Date of implant was 5/22/96. Date of removal was 3/28/97.